Manufacturer narrative:
The investigation performed on the data log of the case pointed out that the root cause is a residual software bug already known.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During the registration phase the surgeon observed twice an error message and he was not able to connect the robot arm. Afterwards the system shutdown. Surgeon restarted the device to pursue surgery.